Event description:
It was reported that the device had turned off while infusing. There was patient involvement but impact is unknown.

Manufacturer narrative:
Correction: report source, report source other annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer?, annex a : a1801, a0401, a050701. Annex g : g02017, g04037, g0405203. Annex b : b01, b14. Annex c : c0601, c07 annex d : d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had turned off while infusing. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.